Manufacturer narrative:
Updated g3. H6 section, updates: investigation findings code added: c19. C21 no longer applicable. Investigation conclusion codes added: d15, d12. D16 no longer applicable. B17, the device is not evaluated as it remains implanted. Component code g04122 added. Health effect - impact code added: f13. Health effect - clinical code added: e0519. Section b3: date event was changed. The manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Product investigation report conclusion: the reported failure mode, proximal migration resulting in coverage of the renal artery was confirmed through an evaluation of the provided clinical images. However, the distance the device migrated cannot be determined with the available clinical images. In addition, it was reported that the left renal artery was covered, but in the post-implantation imaging it appears that the left renal artery is only partial covered and patent. Further, in the post-implantation imaging the right renal artery was covered with very minimal flow. The root cause of the reported failure mode cannot be established with the available information. IFU statements: the gore® excluder® conformable aaa device IFU were reviewed with respect to the complaint detail for the applicable region and time period. The below statements were identified as having a relation to the complaint. Adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: renal complications angiographic imaging: angiographic images are recommended during the treatment procedure both pre and post-deployment to evaluate device placement and orientation. Selective angiography during subsequent follow-up exams may provide useful device position and device integrity information.

Event description:
It was reported to gore that in 2024 (unknown date), the patient underwent an endovascular aortic repair [evar] to treat the infrarenal aneurysm with a gore® excluder® conformable aaa endoprosthesis (cxt281412e). The procedure was completed successfully. In 2025, at unknown event date the physician has seen that the stent has apparently migrated upwards and closed or covered the left renal artery partially. Reportedly, there was no clinical consequences are reported due to the coverage of left renal art., and the patient had no harm nor kidney failure as of today. On 28-feb-2025, the gore fsa conducted further interviews. The physician has stated to leave the patient under the current normal condition untreated. Discharged from the hospital without intervention.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. H3: the investigation is ongoing. Preliminary results are not yet available. H6, for b14: the results are that a review of the manufacturing records indicated that the lot met all pre-release specifications. D9: no device available as it remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.